Event description:
Information received indicates the brakes were not holding and the steering would not lock.

Manufacturer narrative:
The technician replaced the steering rod and fifth wheel arm was well as the head and heim joint to resolve the issue.